Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events (gi bleeding and hypertension) and heartmate 3 lvas, serial number (B)(4) could not be conclusively established through this evaluation. The reported low flow alarms could not be confirmed through this evaluation. Although a specific cause for the reported low flow alarms could not be conclusively determined, the center reported that the low flow events were related to hypertension. Treatment was provided and the alarms resolved. The center reported that the patient was admitted from an outside hospital with lower gastrointestinal bleeding following a recent colonoscopy on (B)(6) 2019 as part of a transplant workup. The colonoscopy revealed multiple polyps for which the patient underwent a polypectomy. The patient resumed anticoagulation after the procedure and received vitamin k in the emergency department. Since the transfer the patient had no bleeding. A CT scan in the ed showed mild focal colitis. On (B)(6) 2019 the patient was having continuous low flow alarms in the setting of elevated mean arterial pressures (125). The patient denied any neuro or cardiac symptoms. The low flow alarms were likely attributed to elevated map since there was a resolution after the patient received 10mg IV hydralazine. The hypertension reportedly resolved on (B)(6) 2019. No known alarms were reported for these events. No log files were submitted. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4) and no additional complaints have been reported at this time. The hm3 lvas IFU lists bleeding and hypertension as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow, such as hypertension. This IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU also describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The IFU provides information regarding anticoagulation, including the recommended inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: after admission, repeat hemoglobin was drawn and was stable at 11.8 gm/dl. The patient had no further episodes of gastrointestinal bleeding and was discharged.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The trial is locked. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that patient with non-ischemic cardiomyopathy, underwent mitral valve repair in 2018 and was admitted with lower gastrointestinal bleed after colonoscopy on (B)(6) 2019. Colonoscopy revealed multiple polyps for which she underwent polypectomy CT scan revealed mild focal colitis. Patient was continued on anticoagulation after the procedure and received vitamin k. Bleeding resolved. On (B)(6) 2019, patient reported low flow alarms in the setting of elevated mean arterial pressure or map (125 mmhg). Patient denied having any symptoms during the alarms. Low flow alarms were attributed to elevated map since the issue resolved after patient received IV hydralazine 10mg. No further information was provided.